Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: the total daily dose correctly reflected the user's programmed basal rates . The pump powers on and displays verify screen. The pump was primed and exercised for 24 hours, no delivery interruption occurred during the course of testing. The pump passed 29 hour flow accuracy test. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of over 600 mg/dl with confusion and paranoia. The patient was transported to the hospital where the patient was treated for the high blood glucose levels which were not resolving with the pump. The reporter indicated issues that there were issues with the pump and the patient not getting insulin. The pump history was reviewed and found that the bolus history was incorrect. The reporter indicated that the history showed 96.7 units but should have been only 52 units. The reporter also indicated that the basal rate should have shown 11.5 units but the pump showed only 9.9 units basal delivered. The reporter confirmed that the patient did not program a temporary basal.